Event description:
Devilbiss healthcare was notified of a fire by an attorney, who alleged that the fire originated from a devilbiss oxygen concentrator and caused property damage. The attorney further alleged that a purewick urine collector, which is not manufactured or sold by devilbiss, was also in the area of origin and that purewick may be liable for the property damage. News reports indicate that two people who escaped the fire were transported to the hospital with non-life-threatening conditions. Devilbiss healthcare is currently investigating the incident, including arranging an inspection of the fire scene and the device through the attorney. An update will be filed if additional information becomes available.